Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope involved with this complaint to perform failure analysis. The endoscope was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. The endoscope was found with an endoscope adaptor (aea) friction issue. The endoscope also had a transmittance test failure. The customer provided an image of the endoscope base with no obvious damage.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 30 degree endoscope base began to make loud noises. After a few moments, the rotation of the base in one direction was blocked. When rotating the endoscope 30 up or down, the image in the surgeon side console (ssc) was rotated upside down, but the endoscope did not physically rotate. There was also a 23003-recovery fault that appeared. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that the image was inverted and reported that the endoscope did not move freely. At the time of the event, the system recognized the correct endoscope. The customer reported that they did not observe any damage or missing parts. The customer could not recall any other details regarding the event.